Manufacturer narrative:
The returned device was evaluated by the olympus. A definitive root cause of the reported malfunction could not be identified. However, the most probable cause of the reported malfunction is component failure due to degradation problem identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive of the objective lens was missing. There was no patient involvement.